Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 10 months. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that a computed tomography angiography (cta) was requested by the trauma service team for lymphadenopathy. While reviewing the results of the cta, it was discovered that the outflow graft was obstructed. It was reported that the patient was not symptomatic. The lactate dehydrogenase was within normal limits, and there were no changes to lvad parameters. The cta revealed areas of mural thrombus, and approximately 50% stenosis of portions of the outflow graft. The patient was evaluated for transplant; however, due to multiple, unspecified patient co-morbidities, a transplant would not be performed. Additional information was requested but has not been received.

Manufacturer narrative:
Correction and additional information: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: on 17apr2017, additional information confirmed that during the transplant work up at the transplant center, according to the notes of the implanting center, the patient was symptomatic at the time and was on inotropes. Additional information: it was confirmed by the vad coordinator on (B)(6) 2018 that the patient had been transferred back to the care of the implanting center, had progressive right heart failure and expired last spring. The date of death was not reported.